Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited impedance was high. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.